Manufacturer narrative:
Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the suction tool is blocked. The instrument failed verification with an error of 2.5mm. Further investigation into this part was completed by a quality engineer: the complaint indicates that the part was bad at install, however, the returned part failed verification due to being bent, which may indicate that it was used. An attempt to run water through the body of the suction was unsuccessful, confirming an obstruction in the lumen of the suction. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement 45-degree frontal suction shipped to site 01/14/2016. Returned suspect 45-degree frontal suction is currently under analysis. On 01/15/2016 a medtronic representative performed a system installation. Suction was clogged and not flushing. Replacement suction was shipped and it working as expected. Replacement suction resolved issue, device working as expected. No further issues have been reported.

Event description:
A medtronic representative reported that a site has a 45-degree frontal suction that cannot flush, or pass saline. This is a new device. The site attempted to clean the suction with a thin guide wire, however, the wire would not pass through, nor does saline. No further details regarding the damage, or how it occurred, were provided. This issue was identified during an in-service, there was no patient present when this issue was identified.